Manufacturer narrative:
Information was received that the issue was found during performance verification testing. There was no patient or user harm reported due to this event. Following the evaluation of the device, the customer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on this information, this is not a reportable event.

Event description:
The customer reported that the touch screen is unresponsive. The customer contacted product support and the customer stated they attempted to calibrate touch screen, but were unsuccessful. Product support recommended touch screen. The customer reported that the unit was not in use on a patient.